Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line of an amia cassette. This occurred during initial drain of peritoneal dialysis therapy, and the patient was connected at the time of the event. The technical service representative assisted the patient with ending therapy and instructed the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.